Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 . The complaint of leaking was confirmed during testing. Physical condition of the device revealed wear and tear damage to drain fitting, enclosure, front cover, water tank cover, clamp pole, and line cord. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Investigation completed and summary in h10.

Event description:
Information received a smiths medical lfluid warming/level 1 hotline low flow systems - hl-390 leaks water. Suspect broken reservoir cover. No patient adverse events reported.